Event description:
It was noticed during metal removal that the pin of the most proximal screw had broken. Disengaging the screw head (with pin) was unproblematic; however, the sleeve maintained in the bone as the pin-sleeve connection of the dynamic locking screw had broken. The remaining screws and therefore, the entire plate were removed without any problems. The doctor attempted to remove the sleeve with forceps but could only extract 4 mm of compressed sleeve. The remaining section of the sleeve remains ¿sunken¿ in the bone. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the visual inspection revealed during the macroscopic examination of the dynamic lock screw, wear marks on the pin below the screw head, as well as damages and scratches close to the breakage, most likely caused by the explanting of the screw. The macroscopic examination of the fracture area shows two clearly identifiable beach lines which present a marking for the cyclical progress of a fatigue breakage. The dynamic lock screw was worn out as a result of a cyclical overload. The fine recognizable fatigue lines and secondary tears on the whole fracture surface are clear indications of a fatigue break under cyclical overload. The investigation determined this event to be indeterminate.